Event description:
The ventilator shut down and the audible alarm failed to activate. The customer's bio-med technician could not duplicate the reported event. After speaking with co's technical support specialist the bio-med as a precaution replaced the keyboard assembly, the power fail module and the alarm assembly. The unit has passed its peformance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.